Event description:
On (B)(4) 2014, a medtronic representative received a report from a doctor that, while in a cranial navigus biopsy on (B)(6) 2014, inconclusive results were received. They were attempting to target a fluid pocket in the ventricle, however, when the sample was analyzed, the surgeon realized they had soft tissue. It was reported there was no delay in the procedure and no harm to the patient. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient weight not made available from the site. Software investigation completed. Findings are that the tracer technique was not ideal and the skin model was poor. In addition, surgeon believes the biopsy needle may have been hitting the side of the burr hole changing the needles trajectory. Surgeon did not say that he felt inaccurate at any time during the procedure. Software is functioning as designed. Use error. A medtronic representative, following-up at the site, observed the same surgeon performing a shunt placement on the same patient and the shunt portion was navigated with no issues, results were as expected. Radiology had not determined if the surgeon had biopsied where intended in this second biopsy where soft tissue was obtained instead of fluid. The medtronic representative made recommendations to the surgeon regarding tracer pattern, as it needed to be more whole head volumetric for this case; the surgeon's pattern was all over the forehead and a line down the nose, however, entry was posterior occipital. The surgeon stated he had to use the angled external base when switching to the second plan and had some resistance when passing the needle. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The surgeon clarified to the medtronic representative, that a post-op computed tomography (CT) confirmed they had biopsied where intended on the first plan and it was on the second plan, where aiming for what was believed to be a cyst, they got only tissue. The patient was doing fine.